Event description:
Coopervision was made aware on 2013-(B)(6) through receipt of (B)(6); (B)(4) relates a customer complaint of right eye infection due to viruses and bacteria and received treatment and prescribed lens rest. A translated note appears to state that corneal infiltrates may cause scarring with patient still on lens rest at 4 months and will probably have to continue lens rest for 6 months more. Only limited additional information could be obtained and further information is not expected. Lenses were not returned. Lot number is unknown. This event was made reportable in an abundance of caution based on the mpa report of right eye infection and unsubstantiated scarring with (unidentified) treatment and prolonged lens rest.

Manufacturer narrative:
No lenses were returned for evaluation. The complaint is unconfirmed. (B)(4).